Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call to have received a power loss alarm and an insulin pump error alarm. Her blood glucose was 299 mg/dl. She said that her blood glucose will not go over to her insulin pump or get her bolus to work. The customer said that her insulin pump is on and that her buttons are working. During troubleshooting for power loss alarm, the customer said that she has received multiple power loss alarms when the battery was out of the insulin pump less than 10 minutes but she does not have a new battery to test the insulin pump. The customer was advised that the pump needed to be replaced. During troubleshooting for the insulin pump error alarm, the customer said that the alarm did not occur immediately after a battery change. She was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.